Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was removed because it was providing effective stimulation therapy.

Manufacturer narrative:
Additional information obtained identified the patient was implanted with two leads, not one as initially reported. The second lead has been added to the report as device 2.

Event description:
Device 1 of 2; reference MFR report: 1627487-2018-05858.

Event description:
Device 1 of 2 : reference MFR report: 1627487-2018-05858.